Event description:
It was reported when using the bd pyxis ciisafe system door did not open, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door did not open. A technical support specialist stopped the firewall and services. Rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device